Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s001 the investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
Stent shortening occurred.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s001 the ziv6-35-125-6.0-100-ptx device of lot number c1265454 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. The following additional information was provided by the originator: there is no imaging available for review. The target location for the stent was the distal superficial femoral artery (sfa). The wireguide used was a thscf-35-260-1.5-rosen-bh. There was no evidence of compression or any deformation of the stent post deployment. The patients¿ lesion was heavily calcified. The delivery system was advanced to the lesion easily. The stent deployed smoothly without difficulty. It was confirmed that the user used the correct technique when deploying the device, i.e. The user pulled the handle toward the hub during deployment and delivery system was not pushed during deployment. In addition to the above, it was also stated the vessel the device was being implanted in was 6mm. The stent shortening was noted when the device was finally deployed. The stent was uniform, not bunched but was shorter in length. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. As the device was not available for review, and no imaging was available, a definite root cause of this event cannot be determined. It may be noted that as per the instructions for use, the zilver ptx drug eluting peripheral stent is designed not to shorten upon deployment. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with the lot number c1265454. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. The patient did not require any additional procedures as a result of this occurrence. No adverse effects on the patient were reported as a result of this occurrence. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investigation into this event and an update to the conclusion of this investigation. Initial report details: stent shortening occurred.